Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker dependent patient presented for a routine follow up. The right ventricular lead exhibited intermittent loss of capture. The device was reprogrammed. The patient was in stable condition, so the physician elected to continue to monitor the patient. On (B)(6) the patient was seen in the hospital for an unrelated cardiac surgery. The right ventricular lead exhibited a loss of capture and the patient was symptomatic. On (B)(6) the physician elected to explant and replace the lead. The patient was stable post surgery.